Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon longitudinal and radial burst. Imagery was provided for review and balloon longitudinal and radial burst all along inflation balloon area were observed. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Technical summary written by edwards lifesciences applies to this complaint event and establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. The complaint was confirmed based on evaluation of the returned device. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, and previous implanted valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the native or pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to lack of relevant procedural/patient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.

Event description:
As reported, it was a case of a implant of a 26mm sapien 3 ultra valve, in aortic position. Before the implant of the valve, a balloon aortic valvuloplasty (bav) was performed. The balloon of the commander delivery system burst at the end of deployment. The result of the valve implant was very good. There were no complications when removing the commander delivery system into the sheath.